Event description:
It was reported via a journal publication that 2 months following reconstructive management of the internal carotid artery (ica) for nasopharyngeal and secondary hypopharyngeal cancer, an embolic infarction on the middle cerebral artery and subsequent patient death occurred. The patient presented with impending carotid blowout syndrome (cbs), consisting of short episodes of acute hemorrhage that resolved spontaneously or with simple surgical packing. Complete rupture was likely certain because the intermittent hemorrhage may have originated from a ruptured coronary artery with a pseudoaneurysm. The patient presented with recurrent hypopharyngeal cancer and radiation necrosis. The patient was treated with aggrastat pre-, intra- and post-procedure. The physician used a transfemoral arterial approach to obtain a complete neuroangiogram including meticulous evaluation of vascular causative lesions. The physician accessed the target vessel through the right femoral artery using an 11f sheath and administered intravenous heparin. A 5f diagnostic catheter was superselected to the proximal common carotid artery (cca) and an iq 0.014" marker wire was advanced to the carotid artery. Precise vascular dimensions were obtained. A 300 cm exchange guidewire was placed into the ica and an 8x50 mm carotid wallgraft was advanced along the wire to the carotid artery. The physician placed fiber coils in the main trunk of the external carotid artery (eca) and then deployed the stent-graft to avoid reconstitution of the collaterals from the branches of the eca. Immediate hemostasis was achieved. Control angiogram confirmed appropriate positioning of the stent and patency of the carotid artery, as well as complete obliteration of the pathologic lesion. A one month (rather than three month) regimen of aspirin 324 mg and clopidogrel 75 mg daily was initiated, and supplemented with a single dose of clopidogrel 225 mg. Initial patient complications were reported as an acute stroke. The patient suffered from slurred speech and right hemiplegia soon after the deployment of the stent-graft in the left carotid artery. The muscle power of his right limbs decreased to grade 0-1. Angiogram revealed an embolus in the m1 segment of the left middle cerebral artery with total occlusion of the vessel. The physician continued intravenous infusion of glycoprotein iib/iiia inhibitor and advanced a microcatheter to the left middle cerebral artery for intra-arterial thrombolysis. After mechanical manipulation and intra-arterial infusion of urokinase (240000 u), the embolus was partially lysed with improved flow to the distal branches of the left middle cerebral artery. The patient showed no immediate neurological improvement and became stuporous and uncooperative. His blood pressure was elevated to 220/110 mm hg, therefore the physician elected to discontinue the procedure and consult a neurologist for medical treatment. Intravenous infusion of glycoprotein iib/iiia inhibitor was administered for four more hours, then followed by the oral antiplatelet regimen. After a one month admission, the patient's neurological symptoms improved: he demonstrated "clear consciousness," had only slightly slurred speech, and the muscle power of his right limbs was grade 4-5. Post-procedure CT angiography and sonography at 1-month demonstrated stent patency. The patient died from disease progression two months after the procedure.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.